Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device will not be returned.

Event description:
Reporter stated that patient received the following results on the mobile system compared to a professional meter within 1 minute: 9.0 mmol/l or 6.0 mmol/l (mobile) and 3.0 mmol/l (professional meter). The customer had unspecified hypoglycemic symptoms at the time of these results. No treatment required. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation; however, the suspect strips have been discarded.